Event description:
Customer questioned a low positive sars-cov-2 samples becoming negative when on re-assayed on the panther instrument sn (B)(4).

Manufacturer narrative:
Hologic technical support (ts) verified results found in logs. Hologic molecular application specialist (mas) called the customer and discussed with the customer their workflow and both mas and customer agreed that the issue was likely due to contamination during pre-analytical steps. Customer was advised to run negative samples to ensure there is no contamination inside panther system, but regarding to their activity and their stock the customer did not want to used the sars-cov-2 test unnecessarily as they were pretty sure contamination occurred outside the panther.